Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained during the procedure as indicated in the instructions for use (IFU). No cause or contributing factor to the resistance during retrieval of the pipeline delivery wire was identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the pipeline was implanted, withdrawal of the delivery wire by the phenom microcatheter was not possible. They had the feeling that the wings were snagging, and the system had to be removed in its entirety without protecting the wire. There was no damage to the catheter or pushwire. The pushwire was not rotated during removal. The resistance was in the distal part of the catheter. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured aneurysm located in the right m1 segment. The patient's vessel tortuosity was minimal.